Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and no failure was identified. Therefore, the reported condition was not confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the foot switch on the air pen drive device was in position even though the air hose was not completely fixed. It was determined that if the foot switch was fully connected, the foot switch would be on immediately without the foot pedal. It was further determined that the end panel of the motor was rusty and the device failed check for external leak tightness during pre-repair diagnostic assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.